Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away and was wearing the insulin pump at the time of the death. Customer's spouse reported that two hours before the patients death his blood glucose reading was 200 mg/dl. It was reported that four hours before the death the blood glucose reading was 406 mg/dl. Patient experienced blood glucose readings between 400 mg/dl to 500 mg/dl all week. Customer believed that it may have been the flu or the weather due to a lot of snow. Customers spouse also reported that the customer suffered a heat attack a week before he passed away. Customer's spouse also stated that she does not know where the insulin pump is and that it may be lost. Spouse believes the device may have gotten lost at the hospital or the funeral home. No further information reported.